Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. There was evidence of error 1871 in the event log however the analysts were unable to duplicate the error when powering the pump on and performing infusion tests. There was no fault found with the system other then the motor's resistance reading was slightly off the specs. No fault was found with the system.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1871. There were no adverse events reported.